Manufacturer narrative:
The t:slim user guide indicates that the cartridge is contraindicated for use with product other than humalog and novolog. The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. Customer's blood glucose level was 330 mg/dl. During system check with tandem technical support, the customer could see insulin coming from the cartridge pigtail tubing but none from the infusion set tubing, reportedly, the customer was using apidra insulin.